Event description:
It was reported that the vns patient had his generator and lead explanted on (B)(6) 2012, because of a secondary infection caused by erosion of battery outside of original incision due to patient picking at the device. The lead coils were not removed off of the patient's vagus nerve. No x-rays of the neck were taken, and that there was no mention of any cultures being performed. However, the site did state that they were following their regular infection protocols. The physician waited approximately six months before deciding to re-implant the patient. The patient was re-implanted with vns on (B)(6) 2012, by the same surgeon who explanted the vns devices. Follow up with the surgeon's office on (B)(6) 2012, revealed that the patient presented on (B)(6) 2012 with battery protruding from chest with 50% of the device already "explanted." The patient was awake, ambulatory, at rest. No draining was present. The patient first presented complaining of pain at the generator site in the ER on (B)(6) 2012. He was therefore admitted on (B)(6) 2012 to the hospital and had the vns explant procedure that date. After re-implant on (B)(6) 2012, the patient is doing well. On (B)(6) 2012, the incisions healing were noted to be healing well. From a (B)(6) 2012 to the present (on (B)(6) 2012), the patient has been clear of infection. Specific vns diagnostic results were not provided, but no malfunction was suspected. The infection and extrusion were believed to be a direct result of the patient picking at the generator site. Additional information was later received from the surgeon's office on (B)(6) 2012, revealed that the extrusion and infection were first observed on (B)(6) 2012. The infection was only at the generator site. Cultures were taken to confirm the infection, and the results confirmed it as staphylococcus aureas. No causal or contributory medication or diet changes (affecting wound healing) precede the onset of the generator extrusion. The extrusion is believed to be related to a combination of a foreign body response and patient manipulation. Attempts for lead product information from medical records have been unsuccessful to date, so review of the manufacturing records for the lead could not be performed to confirm sterilization prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to lead distribution.